Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that keypad goes unresponsive. The customer¿s blood glucose level was 179 mg/dl at the time of the incident. Customer stated that they were pressing the key rapidly. Customer also reported that insulin pump had multiple pump errors. Customer was able to successfully clear the alarm and complete the rewind the insulin pump. Self test was performed and it was passed. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. Customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional. The insulin pump will not be returned for analysis.